Event description:
It was reported approximately one month post implant of the right ventricular (rv) lead that it dislodged from the septum. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.